Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument sparked. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage, with black char marks, at the grip base, exposing the grip electrode. The fenestrated bipolar forceps instrument passed the electrical continuity test, and there was no insulation damage to the conductor wire observed. Per failure analysis, any missing material was likely thermally induced, rather than mechanically induced. The root cause was attributed to mishandling/misuse. The complaint regarding sparks coming from the fenestrated bipolar forceps instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument logs for the fenestrated bipolar forceps instrument (part# 471205-17 / serial# (B)(4)) associated with this event was performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 via system (B)(4) for a partial nephrectomy procedure. There were 2 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc, (isi) made several follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.